Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump alarmed no delivery several times. Customer's blood glucose level was 84 mg/dl. Customer did rewind process and reported that the piston did not move. Troubleshooting was terminated due to piston was not moving. Insulin pump will be returned for analysis.